Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: device embolization, new arrhythmia, such as atrial fibrillation or flutter, requiring treatment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 37mm gore® cardioform asd occluder was selected to treat an atrial septal defect measuring approximately 20mm by fluoroscopy. The device was deployed in standard fashion. A detailed intracardiac echocardiography (ice) and fluoroscopic interrogation suggested appropriate device position and function and the right atrial locking loop was deployed. Further ice revealed flow around the superior margin of the device in the region of the superior vena cava which was concerning for incomplete capture of the superior rim. The device was pulled into the delivery sheath via the retrieval cord, however, the right atrial eyelet failed to fully prolapse into the end of the delivery catheter and with tension applied the retrieval cord broke. The device embolized into the left atrium and became lodged, straddling the mitral valve annulus. The patient remained hemodynamically stable at this time but did develop rapid atrial fibrillation with a heart rate of approximately 100bpm. At this time, anesthesia was called to the patient's bedside urgently. A propofol drip followed by general anesthesia with endotracheal tube was initiated. Right femoral arterial access was established, and a 5 french sheath was advanced over a wire and into the vessel for hemodynamic monitoring. The ice probe was removed and a transesophageal echocardiography probe was advanced into the mid-esophagus to aid in imaging of the embolized septal occluder and mitral valve. The right femoral venous sheath was upsized to an 18 french dry seal sheath. The inner atrial septum was re-crossed with a multipurpose catheter and exchanged over a wire for an 8.5 french agilis sheath. An 8 french jr4 guide catheter was advanced through the agilis sheath and directed towards the mitral valve. Multiple attempts at snaring the device with a variety of gooseneck and ensnare snares. This proved to be a challenging retrieval and lateral cameras were utilized. Ultimately, the right atrial eyelet was successfully snared with a 30mm gooseneck and brought back into the left atrium, prolapsed across the interatrial septum and collapsed within the ivc. The device was then externalized through the 18 french femoral venous sheath without difficulty.